Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. Technical services (ts) recommended to increase the alert threshold and further monitoring. No adverse patient effects were reported. This device remains in service.